Event description:
During a gastrectomy procedure, the staples malformed due to the tissue getting stuck in the jaws of the device. The case was completed with another device of the same product code. There was no pt consequence.